Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Event summary: according to the dentist, a reamer detached from a handpiece during a treatment and the pt accidentally swallowed the reamer. This pt visited a hosp and the reamer was removed from the stomach by an endoscope. No physical problems were observed with the pt after the endoscopic procedure. Complaint review: repair history = this handpiece was repaired at nakanishi on (B)(4) 2010.

Manufacturer narrative:
Investigation: nakanishi received the handpiece on (B)(6) 2013 and conducted an analysis and investigation. The event occurred in (B)(6), but the similar products are marketed in the us under k972563. Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the retention force of the operating device ((B)(4)). These activities are described in more detail below: methodology used: nakanishi examined the device history records for the reamer da-400ciii (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Initial inspection: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Reproducibility test: nakanishi mounted applicable reamer to the subject handpiece and pulled the reamer with fingers. It was found that the reamer detached easily. Dimension confirmation: nakanishi confirmed that the subject reamer was compliant with the iso standard with the correct dimension. Observation of the inside of the handpiece: nakanishi removed the head cap of the subject handpiece to observe the inside of the head. It was observed that one of hooks which are holding a reamer had been broken. Nakanishi took photographs to capture the broken part. Nakanishi observed the inner surface of the head cap push button and found damage on the surface. Nakanishi took photographs to capture the damaged surface. Conclusion reached: nakanishi believes that the observed damage on the inner surface of the head cap push button was caused by the contact with the hooks during the rotational operation, and one of the hooks was broken by this contact. The reamer detached from the handpiece due to the deteriorated holing power caused by the broken hook. Nakanishi reminded the user of the instruction included in the user manual: do not push the button while a handpiece is in rotational operation at a dental operation or maintenance. Make sure that a reamer is mounted firmly before each use by pulling the reamer by fingers.